Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lock became disconnected. Customer had elevated blood glucose levels. Luer lock was reconnected and customer delivered a manual injection to stabilize her blood glucose level